Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analysis was performed and no anomalies were found.

Event description:
It was reported the left ventricular (lv) lead was attempted but not used due to phrenic nerve stimulation, high thresholds of over 4.0 volts in the second target vein and the physician being unable to advance the lead in the first target vein. The lv lead was attempted but not used and was successfully replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935m55 lead (B)(6) 2014; dtba1d4 bi-ventricular defibrillator (B)(6) 2014. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.